Manufacturer narrative:
The reported and observed failures are accommodated in the product risk management file and are linked to hazards with description "operational loss of therapy due to patient or care giver not notified of hazard (loss of alarm functionally)". Complaints for these failures are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failures in question have led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for these issues per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. No harm or injury was reported, and the device was not reported to be in patient use. During evaluation at the manufacturer's service center, the device failed the nurse call on test step. Investigation determined that the interface printed circuit assembly (pca) board required replacement to address the failed nurse call test. The interface pca board was replaced. During servicing, the device's missing feet were replaced. In addition, the rear case enclosure with seam gasket was replaced due to physical damage. Pcb module plates a and b were also replaced due to a gap identified between the enclosures. The device was repaired and serviced as required. A final report is being submitted. If additional information becomes available following completion of the investigation that affects the investigation findings or the medical device reporting determination, a supplemental report will be submitted.